Event description:
Difference in reading from ER.

Manufacturer narrative:
It was reported that the blood glucose reading was check and in normal range. When the patient arrived in the emergency dept. The reading was "off the charts". No additional information is available at this time..in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.